Event description:
It was reported that the first clip fired, the second clip fired at 90 degrees and the third clip fell out of the applier. The doctor removed all of the clips and started over. Follow-up info was requested but no further follow-up info was available.

Manufacturer narrative:
Final investigation found no device failure. The device was returned with two clips. The clips were fired and they appeared closed and aligned. The device passed all function tests. There was no obvious damage on the device.